Event description:
It was reported that the right ventricular (rv) lead displayed sensing integrity counter (sic). Additionally, the lead displayed high thresholds. It was further reported that the right ventricular (rv) lead continued to exhibit sensing integrity counter (sic)and an increase in threshold trends. It was further reported that the rv lead had unstable thresholds with diminished sensing and the right atrial (ra) lead had diminished sensing. It was noted that the rv lead was previously reprogrammed to address the diminished sensing. It was reported that the patient had twiddler's syndrome, and the implantable cardioverter defibrillator (ICD) was found to be twisted within the pocket several times causing the rv lead to be pulled back losing all of its slack. The leads were explanted and replaced. The ICD was reimplanted submuscular. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body t issue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted all electrical testing was within specified parameters. Performance data collected from the device was received and analyzed. The device memory indicated diminished atrial sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.